Event description:
The customer reported that their monitor was not functioning and had no audible sound from the speaker.

Manufacturer narrative:
The customer reported that their monitor was not functioning and had no audible sound from the speaker. The no audio failure was noted at time of self test before being put into use. Testing before use and the expected sounds upon monitor power up will typically both safely identify any problem and prevent patient risk. However, while the device display provides visual indicators of alarms occurring, device labeling does not represent that display data is continuously monitored by staff. Labeling does state that sounds are generated at the telemon only when local alarms are on philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.